Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, non-penumbra coils, and a non-penumbra catheter. During the procedure, the physician successfully implanted eight non-penumbra coils and used the handle to implant one smart coil. While attempting to implant the next smart coil with the handle, it was reported that the coil would not detach. Upon withdrawal, the smart coil detached in the microcatheter. The microcatheter was removed from the patient and the detached coil was flushed out on the back table. The procedure was completed using two smart coils, the same handle, three other coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly had kinks and bends along its length. The pull wire was retracted from the pusher assembly distal detachment tip (ddt). The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was broken on the proximal end of the pusher assembly. If the pet lock is broken, and the pull wire is retracted from the ddt, the embolization will detach from its pusher assembly. Further evaluation of the device revealed kinks and bends on the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.